Event description:
It was reported that in the 90s the patient went through withdrawal because of a break in the catheter. A revision was done. Additional information has been requested, but was not available at the time of this report

Manufacturer narrative:
Concomitant medical products: product ID 8703, lot# j93122336, implanted: (B)(6) 1993, product type: catheter. (B)(4).